Manufacturer narrative:
An administrative review of 3500a forms posted on the maude database showed this manufacturer report was submitted with the incorrect (common device name, product code, PMA number, or other missed or incorrect information). A correction to fields d2 and g4 is being submitted in this supplemental report.

Manufacturer narrative:
The 23 mm commander delivery system was received at default position, inserted through a non-edwards sheath. Half of the fine adjust and no flex was in use. A post procedural photo was provided for review and the balloon was observed to have burst radially.  Visual inspection was performed on the returned device and the following were observed:  the balloon burst radially, approximately 45 mm from the distal tip; no missing pieces and nose tip slightly bent.  Dimensional inspection was performed, and the balloon single wall thickness was measured along the edges of the burst location.  All measurements met specification.  During manufacturing, the entire delivery system is 100% visually inspected for any defects.  During final inspection, 100% distal to proximal visual inspection was performed by both manufacturing and quality.  Additionally, the work order underwent a product verification testing.  All testing passed specifications.  These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event.  A lot history review was performed and revealed one additional similar complaints, relating to balloon burst. A review of complaint history from october 2019 ¿ september 2020 revealed additional similar complaints for the edwards commander delivery system (all models and sizes). The complaints were confirmed but no manufacturing issues were identified during evaluation. Available information suggests patient factors contributed to the complaint event.  Complaint histories for all reported events. Are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for balloon burst was confirmed. No manufacturing non-conformance's were identified in the returned sample. A review of lot history, complaint history, DHR, and manufacturing mitigation's supported that a manufacturing non-conformance likely did not contribute to the reported events. A review of IFU/training materials revealed no deficiencies. As reported, the patient had a ¿pulmonic stent in place around the old sapien valve between the rv and pa conduit.¿ it is possible that the interaction between the balloon with an existing valve and/or stent may compromise the balloon wall during inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, existing valves and/or stents can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Additionally, per report, ¿a 23mm sapien 3 valve was prepped onto the commander system and advanced into the old sapien valve with 1cc added.¿ the prescribed nominal inflation volume is provided in the IFU. In combination with interaction with a pre-existing valve and/or stent, it is likely that the balloon burst once the balloon past the target fill volume. Available information suggests that patient factors (pre-existing valve/stent) and procedural factors (over-inflation of balloon) may have contributed to the reported event. Since no product non-conformance's or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation and corrective/preventative actions are not required.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case.  Please reference related manufacturer report no: 15691-2020-14026.  Investigation is ongoing.

Event description:
As reported from our affiliates in (B)(6), during a valve in valve (viv) procedure with a 23mm sapien 3 valve in the pulmonic position, the balloon burst during valve deployment. The valve was successfully deployed.  There was no injury to the patient.